Event description:
Complainant alleged that while attempting to cardiovert a male pt, the device did not charge beyond 28 joules and displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. The pt was successfully converted. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.